Manufacturer narrative:
The patient was born on an unreported date in 1968. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was due to poor environment/source of water, however, these are factors out of the patient's control therefore the cause was assessed as unknown. On the same day of onset, the patient was hospitalized for the event. Twenty days after hospital admission, the patient recovered from peritonitis and antibiotic treatment was discontinued. Pd therapies were maintained. No additional information is available.